Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare for investigation and was visually inspected. Results: upon visual inspection a vertical crack was found on the chamber dome underneath the baffle. Conclusion: the hospital reported that the complaint mr290v chamber was used during hfo therapy. It is recommended to use only the mr290hfv during hfo therapy. This is likely the contributing factor to the reported crack. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290 state the following: - maximum operating pressure: 8kpa - use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - use only the mr290hfv with the sensormedics 3100b.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the mr290v vented autofeed humidification chamber was found cracked after 7 days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare in (B)(4) for evaluation to determine if it caused or contributed to the reported event. We will send a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the mr290v vented autofeed humidification chamber was found cracked after 7 days of use. No patient consequence was reported.